Event description:
Healthcare professional reported a right side deflation and concern with the product. Healthcare later reported "plug strap separated" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe since it is not related to the device. Plug strap separated : observed separation. Deflation: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation and concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation and concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.